Event description:
Follow-up revealed the patient's scs system was explanted. Note: an sjm representative was present at the end of the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is protruding and in turn has been causing pain due to her thin body type. As a result, the patient plans to undergo surgical intervention on a later date.